Event description:
The customer called to report a frozen display and unresponsive buttons. Troubleshooting was performed, but the issue were not resolved. The time on the screen did not advance. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.